Event description:
A healthcare professional reported injecting a patient with 1ml of juvéderm® volift¿ with lidocaine into the lips. Approximately 2 months later, patient was presented with 3 granulomas in the lower lip. Biopsy was not provided. The hcp treated the patient with 1500 units diluted in 5 ml of solution water and 1 ml. Symptom is ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.